Manufacturer narrative:
No pt was present. The returned product did not meet specifications. The device had an electrical malfunction that was confirmed and directly related to the reported event. A replacement camera was sent to the site per RMA. The replacement part was installed and the issue was resolved. The sys was evaluated at the site and found to be fully functional.

Event description:
A medtronic rep reported that the stealth station was showing intermittent black status. The cable to the camera was kinked so the site unplugged it and unwound it. This worked for awhile but then the site had black status again. The event did not occur during surgery and there was no pt present.